Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D9 : device available for evaluation. G6:type of report: follow up. H2: additional information - correction. H6: investigation conclusion ¿ additional information.

Event description:
The complaint states that a transmitter battery issue was reported. Product was provided for investigation. The allegation was confirmed via product as a low transmitter battery. The probable cause of the low battery alert was determined to be a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that a transmitter battery issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.